Event description:
It was reported that during a meniscus repair procedure using a fast-fix device, the needle was bent and both t implants deployed simultaneously. The procedure was completed using a back-up device. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using a fast-fix device, the needle was bent and both t implants deployed simultaneously. The procedure was completed using a back-up device. It is unknown if there was a surgical delay, and no further complications were reported. The patient current status is good.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of firing problem. There was a relationship found between the device and the reported event material deformation. A visual evaluation of the device showed the device was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture was returned off the needle. Both t's are intact, the needle/overmold assembly is bent. The actuator is extended beyond the tip of the needle. The knot has not been tightened down. A functional evaluation showed that the device could not cycle due to the bent needle/overmold assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of firing problem was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.